Event description:
Additional information received reported the patient was doing great and theirtherapy was fine. The manufacturing representative stated the device was implanted and had remained implanted.

Manufacturer narrative:
Concomitant medical products: product ID 3389, serial# unknown, product type: lead; product ID 3389, serial# unknown, product type: lead; product ID 924256, lot# 082232413a, product type: accessory; product ID 924256, lot# 082234013a, product type: accessory. (B)(4).

Event description:
It was reported during a procedure to place the deep brain stimulator (dbs) system when the doctor placed the stimloc, the window of the stimloc would not close properly so that the lead was not being secured in the stimloc and the lead seemed to move around still. The window of the stimloc itself didn¿t seem to lock properly in place. They could tell the lead moved when they worked with placing the cap on the stimloc. The doctor was concerned about replacing the stimloc as it would likely cause the lead to move further. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.